Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that during a knee arthroscopy the vapr clplse90 electrode w hand cntrls was very weak at the time of the coagulation, it almost had not coagulation. Another console was used but the issued continued. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the active tip looks to be in used condition, with evidence of activation and debris evident on and around the active tip. Saline residue found on the suction tube. There are no visible damages to the device shaft, handle, cable or plug. The device was tested functionally and performed as intended. Therefore, this complaint cannot be confirmed. The device was sent to the manufacturer and they reported the following: the complaint that the ¿device presented a very weak coagulation¿ could not be substantiated from the testing performed. The device successfully passed the electrical and functional tests. The appearance of the activation at the tip was as expected when activated at default settings on both ablate and coag modes. The device was found to function as expected and meet the manufactures specification therefore no further investigation is possible. We cannot determine a root cause that caused the customer to experience the reported failure as no fault was found with the device. Furthermore, a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed therefore no correction or containment action is required related to this individual complaint. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.